Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 250cc saline, catalog: 3542635, lot: 5617578. (B)(4).

Event description:
It was reported that a (B)(6) -year old patient underwent primary breast augmentation with mentor siltex round moderate profile 250cc saline breast prostheses. Left breast prosthesis deflation was determined during surgery. As a result, the patient underwent removal and replacement with mentor smooth round moderate profile 250cc saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 6/1/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/19/2018, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the concomitant product had also deflated intraoperative. Device investigation summary: upon receipt by mentor, the device contained no fluid. Brown material was observed within the device and on the shell surface. During visual examination of the device, product evaluation observed a rent on the anterior view measuring 2.0 cm. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point is it not possible to determine the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).